Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead reported that her skin has a shiny appearance around her neck and on her left shoulder and that her skin itches. She felt that the leads moved and the pacemaker was under her left armpit.